Event description:
Md was doing robotic assisted right upper lobectomy, while using the 45 powered echelon stapler (ref pse45a, lot#k4cv1k). On the 6th fire, the stapler started, then stopped; no apparent damage to the thick lobe tissue. Another stapler of same was used without incident. The stapler with green reload (ref ecr 45g) in place was placed back in original packaging, taped, and ready for risk management to pickup.